Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A revision surgery was performed, during which the cuff was removed and replaced. Upon explant, fluid leak in the component was noted. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: a2: age at time of event, unit of measure - age. B3: date of event. B5: describe event/problem. H6: device codes, impact codes. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The component was visually inspected and tested for leaks. Fluid loss due to a tear along the lateral edge of the cuff shell was noted, consistent with sharp instrument damage. Based on the information available and analysis results, the reported clinical observations of device not working properly and cuff fluid leak could not be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to device not working properly. A revision surgery was performed, during which the cuff was removed and replaced. Upon explant, fluid leak in the component was noted. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A revision surgery was performed, during which the cuff was removed and replaced. Upon explant, fluid leak in the component was noted. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The component was visually inspected and tested for leaks. Fluid loss due to a tear along the lateral edge of the cuff shell was noted, consistent with sharp instrument damage. Based on the information available and analysis results, the reported clinical observation of cuff fluid leak could not be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to device not working properly. A revision surgery was performed, during which the cuff was removed and replaced. Upon explant, fluid leak in the component was noted. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: b3: date of event. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The component was visually inspected and tested for leaks. Fluid loss due to a tear along the lateral edge of the cuff shell was noted, consistent with sharp instrument damage. Based on the information available and analysis results, the reported clinical observations of device not working properly and cuff fluid leak could not be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).